Manufacturer narrative:
Automated impella controller (console) logs from the reported day of event are partially consistent with complaint and show that during case start the console was unable to prime the line, but - contrary to the complaint description - there were no ¿pump failure¿ alarms, but rather ¿purge system failure¿ alarms (#417, due to piston blocked), as well as multiple error messages related to purge irregularities: piston blocked, home not found, and purge fluid not detected. Imc log entries also indicate pud/sau_purge communication issues and pud resets. Inspection of the console revealed purge motor shaft being immobilized and dextrose residue was found under the motor shaft gasket. This is consistent with pud communication loss due to increased current draw from motor, resulting in pbm circutry (power regulator on pbm) limiting (or ¿locking out¿) voltage to pud pca. Immobilized motor shaft was unable to actuate purge cassette piston, and purge fluid was not flowing, as evidenced by very low purge pressure measurement (below 100mmhg threshold for open line). The cause of the console issue was contamination of the motor shaft gasket which immobilized the shaft, preventing purge operation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) in use for a clinical procedure alarmed for "purge cassette priming not possible" and "pump failure alarm". The aic was replaced with a back up unit to resolve the issue. No patient information was provided, no patient harm was reported.